Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump under-infused potassium during patient infusion in the intensive care unit. The pump was correctly programmed both times for iving IV potassium 20meq in 100ml x2, and gtts were visible, however only 1/2 of the infusion was deliver over the 1-hour timeframe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.